Event description:
It was reported that patient found lumps in insulin on (B)(6) 2026 which led to increase in bg levels and it was treated with bolus pump.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain name:(B)(6) street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.